Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Requested additional information and received the following response on (B)(6) 2010: (B)(6).

Event description:
It was reported that during a sigmoidectomy procedure, although the device could be fired and the staples were deployed properly at the first firing, the knife could not be returned to its home position. The knife could be returned with the manual release lever. The event occurred twice. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Indicator disk the analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife did not return automatically to its home position. The device was disassembled to verify the integrity of the internal components and the cam disk was missing, not allowing the knife to return automatically. While no conclusion could be reached as to how the indicator disk became missed, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.